Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore. The patient's home health nurse placed (B)(6) over the area. In addition, the patient visited the hospital for an unknown reason and while at the hospital, the patient was prescribed cortisone cream. There is no indication that the hospitalization was related to the sore. Follow up indicated that the sore improved.